Event description:
A percutaneous tracheostomy was performed with noted difficulty passing the dilators. The patient developed a right pneumothorax which was treated with a chest tube. A laceration of the trachea was observed, however, it was not felt to be extensive. The cuff of the tracheostomy tube was placed distal to the laceration. Over the ensuing hours, the patient developed a significant air leak from her right chest tube requiring urgent surgery for a 3 centimeter tracheal laceration. The patient underwent median sternotomy, fem/fem bypass, and repair of the trachea.